Event description:
The customer reported that the device jaws would not open when the activation end point was reached. The device was pulled off of tissue with no bleeding and no pt injury. After surgery, the site inspected the device and stated that the knife blade was protruding from the jaws horizontally.

Manufacturer narrative:
(B) (4) (B) (4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.